Manufacturer narrative:
One fast-fix 360 straight needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes. No suture or ts remain on the delivery or were returned. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings: do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair surgery, t2 did not got deployed. The procedure was completed with a back up device with no significant delay or patient injury reported.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.